Event description:
It was reported that the patient was unwell experiencing weakness, general discomfort with involuntary movement in the left pectoral region due stimulation on (B)(6) 2022. The patient presented for a consultation in clinic and was evaluated on (B)(6) 2022. Continuous stimulation of the left chest was confirmed and the implantable cardioverter defibrillator (ICD) was found to be in back up vvi. On (B)(6) 2022 the pacemaker was unlocked and restored to nominal parameters. Programming changes were made. The left chest stimulation was resolved. There were no patient consequences.